Event description:
Device malfunction #1: inaccurate filter deployment. Device malfunction #2: recovery catheter failed to remove filter. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in the left internal carotid artery, the physician deployed the nav6 filter below the lesion. A recovery catheter was used to remove the filter and the filter was thought to be captured and removed. A second nav6 filter was advanced and caused the first nav6 to be pushed out and deploy again. The filter that could be seen in fluoroscopy was though to be the second nav6 that may have inadvertently deployed. The handle was manipulated and the second nav6 was deployed. At that time, both filters were deployed below the lesion. Apparently, the first nav6 filter was not removed from the guiding catheter as previously thought. Both nav6 filters were captured and removed from the pt using one recovery catheter. A third nav6 filter was used successfully. There were no reported adverse pt effects. No add'l ino was provided.

Manufacturer narrative:
(B) (4): (B) (6) study event. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.